Event description:
Negative bacteria result reported to the physician. Culture revealed >1000000 colony forming units. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant bacteria result is unknown.